Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73g1900660 was manufactured on 07/23/2019 a total of (B)(4) pieces. Lot was released on 07/30/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with no clip in the first position of the channel. The sample appears used as there is biological material present on the device. Reference attached file anp1900074223 for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired. Multiple attempts were made with the same result. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Although no clips were remaining to test, the broken ratchet could prevent the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. Reference file anp1900074223 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips jamming in use" was not confirmed based upon the sample received. One device was returned with no clips remaining. Since no clips were returned, it could not be confirmed that the clips were jamming during use. However, a defect was confirmed since the sample was returned with the internal ratchet ears broken. The broken ratchet could prevent the clips from loading properly into the jaws. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues.

Event description:
It was reported that the clips are jamming when attempting to deploy/advance. No patient injury but multiple ae05s had to be tried before one properly worked.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are jamming when attempting to deploy/advance. No patient injury but multiple ae05s had to be tried before one properly worked.